Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2025-00023 under a different suspect device. A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I afp generated from alinity I processing module and provided the following data: customer normal range: 0.9 - 8.8 ug/ll. 18 feb: sample ID: (B)(6) (patient from health screening). 1st run (B)(6): 13.4. 2nd run (B)(6): 2.6. 3rd run (B)(6): 2.6. 18 feb: sample ID: (B)(6) (patient from ent clinic). 1st run (B)(6): 11.7. 2nd run (B)(6): 8.0. 3rd run (B)(6): 7.4. 26 feb: sample ID: (B)(6) (patient from gastrointestinal clinic). 1st run (B)(6): 26. 2nd run (B)(6): 2.9. 3rd run (B)(6): 3.3. No other patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was evaluated. It was determined that the 100ul buffer pump required replacement, which resolved the customer reported event. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument service history review revealed no additional complaints associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for both the alinity system and the 100ul buffer pump with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the 100ul buffer pump and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated alinity I afp generated from alinity I processing module and provided the following data: customer normal range: 0.9 - 8.8 ug/l. (B)(6): sample ID: (B)(6) (patient from health screening). 1st run (B)(6): 13.4, 2nd run (B)(6): 2.6, 3rd run (B)(6): 2.6. (B)(6): sample ID: (B)(6) (patient from ent clinic). 1st run (B)(6): 11.7, 2nd run (B)(6): 8.0, 3rd run (B)(6): 7.4. (B)(6): sample ID: (B)(6) (patient from gastrointestinal clinic). 1st run (B)(6): 26, 2nd run (B)(6): 2.9, 3rd run (B)(6): 3.3. No other patient information was provided. There was no reported impact to patient management.